Event description:
A customer contacted beckman coulter inc. (Bci) regarding a normal tsh result of 0.53uiu/ml generated by the unicel dxl 800 access immunoassay system for one patient's sample that was discordant to an alternate method which gave a result of 0.00. The same sample tested the day prior resulted in 0.20uiu/ml which was below the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample is serum that was collected in a rst tube and centrifuged for 3 minutes two times. Qc was within the customer's established ranges prior to and after the event. All system checks met specifications. The event log had reagent storage temperature too high errors and wash wheel temperature errors during the testing on the day of the event. Service was offered but declined by the customer.